Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Log files and service report were not provided. Our fse (field service engineer) recommended the following: expiratory cassette cleaning (in case of residues), membrane replacement, moisture trap replacement. On-site visit was not requested. Customer did not give any further feedback. Information about the current status of the ventilator has not been provided. H3 other text : 4117, 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I. - corrected brand name: servo-I base unit, d4 ¿ version or model #: - previous version or model #: servo-I. - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).